Event description:
It was reported intermittent occlusion alarms occurred, with an increased frequency this past week. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.